Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime system sensor test. Unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times in the past thirty days. Customer's blood glucose was 150 mg/dl unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.